Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant on (B)(6) 2020, insulation breach underneath suture sleeve during tie down leading to low pacing lead impedance was observed. The lead was not used. There were no consequences with the patient.